Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported low reading on downstream occlusion test which was not reproduced but was confirmed as downstream occlusion alarms through a review of the event history log. During the evaluation, the downstream tubing guide depth was found out of specification. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump experienced low reading on downstream occlusion test during preventive maintenance. It was also reported there was no patient involvement.